Event description:
It was reported to the manufacturer, by facility, (B)(6) per facility, a maintenance tech was checking out a malfunction on the b684 ac bed hi / low motor. The bed was in the full up position when tech arrived to evaluate the problem. The tech noticed a pinkish substance dripping from under the bed, and then the tech heard a noise and the capacitor supposedly exploded, expelling a substance that got into the eyes of the tech. The facility flushed his eyes, bandaged them, and took him to the emergency room for exam. The hospital again flushed his eyes and examined them, then gave the tech some eye drops to put in them. It was later determined that this facility uses a cleaning service and that this service had been there and they use a spray bottle with a pinkish cleaning solution called eco-lab. It was also mentioned that the cleaning service probably over saturated the bed during the cleaning process. In addition, it is believed that someone most likely inserted the plug incorrectly which could have also contributed to the capacitor exploding (allegedly exploding). (B)(4) issued to get bed and all components involved back to the manufacturer for evaluation. Evaluation findings forthcoming.